Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter, ubd: 14-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 100 mcg/day via an implanted pump for an unknown indication. It was asked and unknown when the event/difficulty occurred, and the event occurred during normal use. The pump was explanted on (B)(4) 2018 and would not be returned; customer refused. A side port aspiration was completed in the office (date unknown) per the hcp. They were unable to get cerebrospinal fluid (csf) return from side port aspiration in office, which resulted in concerns regarding catheter patency, per the doctor. A catheter revision was scheduled for the date of this report ((B)(6) 2018). The existing spine segment was repositioned intraoperatively and connected to a new pump segment with csf return. The catheter was partially explanted (the spine segment remained implanted and a new pump segment was added at the revision) on (B)(6) 2018 and would not be returned; customer discarded. The hcp opted to replace the pump at the time of the catheter revision despite replacement date of (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was 45 kilograms and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.